Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 700 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer was experiencing symptoms of nausea and vomiting. Customer cause of hospitalization was diabetic ketoacidosis. Customer was in the hospital for one day. Customer was treated with insulin drip wearing the pump at time of hospitalization.